Event description:
Hill-rom received a report from the account stating the bed exit alarm would not engage (not set). The bed was located at the account on the second floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit alarm needed to be reset. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician inserviced the account to remove patient from bed and zero the bed exit alarm using the patient caregiver keypad to resolve the issue. Based on this information, no further action is required.